Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an introducer needle and a raulerson syringe. Microscopic examination of the needle hub revealed multiple cracks. Some of the cracks intersected the hub opening. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated.

Event description:
It was reported that during insertion in the emergency room, the md noticed a crack on the hub of the introducer needle. As a result, it was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4).